Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). It was reported that the trial patient had trouble with the controller unit. The stated that the left side amplitude was at 0.1 but could not increase the amp level due to an error message noted as ¿can not provide desire settings call your clinician¿. Troubleshooting was not successful. It was advised that the patient contact their doctor tomorrow for the issue. It was also noted the patient was unable to collect data accurately and ¿goes on herself without warning. Additional information received on (B)(6) 2017 reported that the lead may have pulled out. The patient was to see their doctor on (B)(6) 2017. There were no further complications reported or anticipated.